Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise oversensing. There were no programming changes made. No patient consequences reported.